Manufacturer narrative:
Patient race: caucasian. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left capsular contracture baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d6a.

Event description:
Healthcare professional reported "contracture...baker iii/IV". This record relates to the left side. Device has been explanted..

Manufacturer narrative:
Photo evaluation: . Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: red encapsulation particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: a6, h6.

Event description:
Healthcare professional reported left capsular contracture baker grade iii/IV. The device has been explanted and replaced.